Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event of low o2 concentration could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. There are no indications of ventilator malfunction. The root cause of the reported event of low o2 concentration has not been determined.

Event description:
Manufacturer's ref #: (B)(4).